Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex artery. After a 3.00 x 20mm synergy ii stent was deployed at 11 atmospheres, the stent delivery system was tried to be removed. However, severe resistance was met upon removal. The procedure was completed with no complications and the patient's status was stable.

Event description:
It was reported that removal difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left circumflex artery. After a 3.00 x 20mm synergy ii stent was deployed at 11 atmospheres, the stent delivery system was tried to be removed. However, severe resistance was met upon removal. The procedure was completed with no complications and the patient's status was stable.

Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. Synergy ous mr 3.00 x 20 mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis as it was deployed in the patient as per complaint report. The balloon body was reviewed, and no issues were noted. The balloon wings were relaxed as positive pressure was applied during the procedure to deploy the stent as per complaint report. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. An attempt was made to load the recommended guidewire through the tip and through the port bond, but resistance was felt at the tip section and the wire could not load past the damaged section of the tip. Further analysis was performed by placing the device in water-bath at 37 degrees celsius to soak any hardened media that may have been blocking the wire from loading. Another attempt was made to load the device over a 0.014 wire and the device was loaded through the tip without any issues or resistance. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.